Manufacturer narrative:
Additional information received indicated a stroke occurred during the tavr procedure. No patient issues were reported during the tavr procedure. The stroke became apparent post procedure, after the patient had been extubated. It was believed that the multiple attempts to cross the native valve, resulted in a 'significant shower of cerebral emboli', resulting in the stroke. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by edward lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), stroke is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (multiple attempts to cross the native valve), patient factors (advanced age - 88 years, atrial fibrillation) likely caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the withdrawal of a sapien 3 valve and commander delivery system, the valve dislodged from the balloon and remained in the axillary artery. As reported by our edwards affiliate in canada, during a trans-axillary tavr procedure, resistance was encountered during the advancement of a 14fr esheath. The sheath was withdrawn, and the vessel was pre-dilated. During the reinsertion of the sheath, the guidewire lost position and had to be repositioned. Following balloon aortic valvuloplasty (bav) with an edwards bav catheter, a 23mm sapien 3 valve and delivery system were advanced through the sheath. During the valve advancement, the guidewire jumped out of position and retracted into the ascending aorta. The decision was made to remove the devices. During withdrawal, the sheath and delivery system were removed together; however, the valve dislodged from the balloon and remained in the axillary artery. A cutdown was performed to extract the valve. A new sheath, valve and delivery system were then prepared and successfully implanted. A bovine pericardial patch was used to repair the artery. The patient was transferred to the ICU in stable condition. The initial devices are not available for return to edwards.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaints for 'thv dislodged off balloon' and 'difficulty or inability to withdraw system with valve through vasculature' were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, 'while advancing the delivery system and valve on the safari, the wire jumped out of position and retracted into the ascending aorta. The esheath and delivery system were removed together as one unit out of the body without difficulties; however, the thv valve remained on the wire inside the patient's axillary artery. A surgical cutdown was performed to extract the dislodged thv valve.' Although the patient's anatomy was reportedly 'not particularly tortuous or calcified' per the case notes, the presence of calcification within the access vessel can create a constrained condition and contribute to a non-coaxial withdrawal. Such non-coaxiality, in addition to existing tortuosity to some degree, can contribute to withdrawal difficulties as the valve can interact with the patient's anatomy. The reported withdrawal difficulties likely required excessive force and manipulation to overcome. If the valve was caught at a potential tortuous section of the patient's anatomy, excessive force applied when pulling the delivery system back could have resulted in valve dislodgement off the balloon. Although a definite root cause could not be confirmed available information suggests that patient (tortuosity, calcification) and procedural factors (withdrawal of crimped valve, excessive manipulation) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information indicated during the tavr procedure, a stroke occurred. No actions were reported.